Event description:
It was reported that device diagnostic testing at office visit resulted in high lead impedance reading, indicating a possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Approximately, one week prior to the office visit, patient reported feeling initial discomfort in the neck, after which he was no longer able to feel device stimulation. A lead discontinuity is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
X-rays reviewed by manufacturer. Review of x-rays by the manufacturer did not reveal any gross lead discontinuities. The lead pin appeared to be fully inserted to the generator block. Device failure is suspected, but did not cause or contribute to a death or serious injury.